Event description:
It was reported "experiences a leak/complications as a result of a sleeve gastrectomy". The patient's current condition is reported as "unknown". At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). The reported complaint of "staple line incomplete" could not be fully confirmed based on the information provided. Complaint verification testing could not be performed as no sample was returned for analysis. The spu data for the surgery was reviewed as a part of this investigation. There were two instances of "open over current" recorded in the pre-fire clamp mode data. The "open over current" reading in the pre-fire clamp mode indicates the user attempted to open the device in the trocar as one of the soft limits was triggered. This action points to potential user error. It was concluded that "open over current" reading is unlikely to be related to a mechanical issue inside the stapler as the device was able to be fully opened and closed several times throughout this case without issue. The titan stapler completed the preloading cycle and then completed the entire firing process with no observed malfunctions. No defects or malfunctions could be determined from the spu data. Corrective action is not required at this time as the probable cause could not be determined based upon the information provided and without a sample. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "experiences a leak/complications as a result of a sleeve gastrectomy". The patient's current condition is reported as "unknown". At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.